Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted during an endovascular procedure for the treatment of a 64mm abdominal aortic aneurysm. It was reported a CT was carried out where it was discovered the sac had increased in size. Previously it had reduced from 62mm to 45mm, however, it is now measuring over 60mm. The physician expressed concern that there may be a type iiib endoleak in the right endurant limb. As per the physician the cause of the event cannot be determined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis   the reported endoleak was confirmed on the films provided; however, the cause/source of the event could not be determined.  Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause.   A type ib endoleak seems unlikely to have occurred as adequate distal seal zone was observed. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer.  While there was no obvious type iii fabric endoleak observed,  such endoleak cannot be ruled out. Contrast leakage was observed in a calcified area of the patient's artery, which is a potential cause of type iii fabric endoleak.  Vessel calcification may lead to abrasion of the stent graft on calcified plaque, potentially causing development of holes or tears in the graft.  It is possible that a type ii endoleak may have also occurred  as a result of collateral vessels feeding the aneurysm.  Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.